Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was experiencing recharge burden and had to charge multiple times and finally was unable to hold charge, thereby leading ipg to be inoperable. As such surgical intervention took place where the ipg was replaced, and therapy restored.